Event description:
Reporter alleged the blood glucose monitoring device was reading high and was experiencing low glucose symptoms and was treated by emt and taken to the hospital. Reporter stated on first occasion, device rad 318 mg/dl and emergency medical technicians (emts) reading was 52 mg/dl so customer was treated with dietary adjustment. Reporter stated the second occasion, device reading was 309 mg/dl and customer could not move and was soaking wet so ambulance was called where they measured 48 mg/dl. Reporter indicated being taken to the hospital and their device read 62 mg/dl so customer was then treated with some type of syrup and a dietary adjustment. Reporter stated no controls were used and the test strips are expired. A request was made for the return of the suspect device and replacement product was sent.